Manufacturer narrative:
Date sent to the FDA: 7/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/11/2021. H6 health effect - clinical code: e2402 - captures infection. Additional b5 narrative: it was reported that the patient experienced infection, fistula and bowel obstruction following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the bowel was intimately adherent to the mesh and bowel. Through extensive dissection, he carefully separated the bowel from the mesh and excised it. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.